Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. The customer reported the insulin pump has a blank display and button issue. The customer did troubleshoot the issue and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty. Unable to verify button anomaly or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No damage in keypad assembly noted. Pump had cracked reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.